Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an 'electronic gas blender failure' message and oxygen (o2) analyzer calibration could not be performed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a lab use only (luo) heart lung machine (hlm) simulator box with a luo central control monitor (ccm), flow meter and an oxygen (o2) analyzer. After loading the perfusion screen the pst observed a 'service gas system' message. In the service screen, the value indicated for the o2% hours was 100,130 which is over the 100,000% hour threshold. The 'service gas system' message is an expected message when the o2% hours are over 100,000% hours. The value was reset and release testing was successful. The epgs functioned as intended. Per data log review: on (B)(6) 2021: several attempts to calibrate the gas system failed with 'oxygen (o2) out of range at calib' and the o2 sensor value being low (< 500 milliamp (ma)). Calibration passed once with an o2 sensor value at 533 ma. More attempts to calibrate failed with 'o2 sensor out of range at calib'. On (B)(6) 2021: the same issue occurred on (B)(6) 2021 and then the o2 sensor lifetime expired which will cause the 'service o2 sensor' status message and a 'service gas system' alert. The service repair technician (srt) found the epgs to function as intended. He replaced the o2 sensor for exceeding the o2% hours and reconditioned the epgs. The unit operated to the manufacturer's specifications.